Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced fluctuating blood glucose after a full supply and site change and a usual dinner, with a prolonged low followed by rebound hyperglycemia while using the ilet bionic pancreas during the learning period. Symptoms included hypoglycemia to 52 mg/dl for approximately two hours, followed by hyperglycemia up to 237 mg/dl, without loss of consciousness or other acute sequelae. Outcomes included self-treatment with oral glucose and other quick-acting carbohydrates, no use of backup therapy, and no medical intervention or hospitalization. Investigation included troubleshooting and user education regarding the learning period, meal dosing expectations, and carrying rapid carbohydrates for lows. Investigation of this case revealed no device alarms and no confirmed device malfunction, with the cause of hypoglycemia and subsequent hyperglycemia unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.